Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Recurrence and fistula formation are known inherent risks of surgery and are identified in the adverse reaction section of the instructions-for-use as possible complications. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ if additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2006: the patient underwent surgery for the repair of a ventral hernia. The patient's hernia was repaired with a bard/davol composix kugel mesh, 11 cm x 14 cm, reference number 0010205, lot number 43jpd488. On (B)(6) 2017: the patient underwent surgery for the removal of her alleged failed composix kugel patch. As alleged, the composix kugel patch was found to have eroded into the small bowel, causing fistula to form and the surgeon noted that the mesh had infected the patient's abdominal wall and was dissected and removed. As alleged, the patient suffered severe and debilitating injuries and has suffered and will continue to suffer physical pain due to the alleged defective composix kugel patch.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Recurrence and fistula formation are known inherent risks of surgery and are identified in the adverse reaction section of the instructions-for-use as possible complications. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the manufacturing date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 11 years post implant of composix kugel mesh, patient was diagnosed with abscess, adhesions, bowel perforation, infection and fistula thereby underwent removal of mesh. The instructions-for-use supplied with the device list adhesions as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: a2, a4, b4, b5, b6, b7, e3, g1, g3, g6, h2, h6, h10, h11 corrected field: h4 (manufacturing date) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2006: the patient underwent surgery for the repair of a ventral hernia. The patient's hernia was repaired with a bard/davol composix kugel mesh, 11 cm x 14 cm, reference number (B)(4), lot number 43jpd488. (B)(6) 2017: the patient underwent surgery for the removal of her alleged failed composix kugel patch. As alleged, the composix kugel patch was found to have eroded into the small bowel, causing fistula to form and the surgeon noted that the mesh had infected the patient's abdominal wall and was dissected and removed. As alleged, the patient suffered severe and debilitating injuries and has suffered and will continue to suffer physical pain due to the alleged defective composix kugel patch. Addendum per additional information provided: (B)(6) 2006 - patient was diagnosed with ventral hernia, chronic abdominal pain and adhesions thereby underwent open repair with implant of composix kugel mesh (device #1). Per operative notes, ¿identified the hernia sac and extensive adhesions, these were taken down sharply. A medium oval composix kugel patch (device #1) was placed in an underlay fashion and sutured.¿ (B)(6) 2017 - patient was diagnosed with infected mesh, abscess, fistula and bowel perforation thereby underwent open repair with excision of infected mesh (device #1). Per operative notes, ¿there was a large abscess present in the abdominal wall. A piece of mesh that was unincorporated in the middle of a fascial defect and there was pus between the marlex mesh and the gore-tex side of the mesh. The mesh (device #1) was completely excised from the abdominal wall and a xenmatrix biologic mesh (device #2) was placed and secured.¿ attorney alleges that the patient had abscess, bowel/intestinal perforation, fistulae, infection, pain, hernia recurrence, seroma and erosion into the bowel.